Event description:
The pressure sensing cannula did not have the return port open therefore causing the pump not to measure pressure return. This resulted in an extravasation of the knee. The dr. Indicated that the patient is okay.